Event description:
It was reported that during a da vinci assisted surgical procedure, the tip up fenestrated grasper instrument's distal end became misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure or insufficient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. Isi did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper was analyzed and found the primary failure of instrument main tube/broken to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately .150x.299 was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient distal end. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.